Manufacturer narrative:
Additional suspect device: reference number: (B)(4); product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5029784. Devices remains implanted.

Event description:
A report was received that the patient underwent a lead repositioning procedure due to inadequate stimulation.